Manufacturer narrative:
Investigation completed 3/15/17. Method: -DHR review -trend analysis - failure analysis the DHR for camcabl cable serial number (B)(6); work order 543930 was reviewed and no anomalies that could be associated with the complaint were observed. The DHR review has been deemed satisfactory. Date of manufacture: jul-2014. A minimum of 12-month review of camcabl cable customer complaints was completed in complaint system using the following key words and ¿functionally defective ¿ root cause not determined¿ in search criteria. Rate of occurrence: during the time period ¿jan-16 to feb-17¿, the global product usage for camcabl was calculated as 41,017 usages, using the total quantity of icp monitors¿ catheters sold to calculate the quantity of usages. The quantity of 7 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as 0.017%. Reported failure was confirmed; during investigation the camcabl cable had unstable icp readings. Conclusion: product was returned and the evaluation verified the complaint incident as valid. Root cause not determined; cable had unstable icp readings, however the root cause of the intermittent failure was not determined. No corrective / preventative action is deemed necessary as the root cause of the complaint incident was not determined. Statistically, no adverse trend has been identified.

Event description:
The physician placed the catheter in the patient and connected the catheter to the camino cable that hooks into the cam02 monitor . The intracranial pressure (icp) reading were normal and then when patient was undraped and was about to be moved out of the operating room (or), the icp readings sky rocketed. Troubleshooting measures were taken with (B)(6) technical support. A new camino cable was obtained and used and the problem was solved. There was no patient injury. There was a 5 minute delay reported.